Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl and 37 mg/dl at the time of the incident. The customer had reached out to the health care personnel for low blood glucose. Customer stated that they performed displacement test and self test. Insulin pump passed both. The device will not be returned for analysis.